Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient and manufacturing representative (rep) indicated that the adaptive stimulation settings are not staying or setting, and patient does not feel the same stimulation sensation as she used too. Caller noted an impedance problem that was reported about one month ago and is unsure if some of the issue the patient is reporting could be due to more impedance issues. The issue that previously occurred per patient included a shocking sensation or "lead coming in and out". Based on the what the patient reported today, and difficult to troubleshoot issue over the phone, it was requested to meet w/ the patient. The caller has an appt tomorrow to read the ins, check impedances and then check the current programming. Patient indicated her stimulation issues this time started about one week ago. The rep called back during a programming session with the patient. The caller indicated that they found that some of the positional intensities were programmed to 0ma. During the programming session prior to calling technical services, the caller programmed the appropriate intensities. The caller asked questions about adaptivestim features. Technical services reviewed information. The caller will continue programming with the patient and verify with the patient remote that the ins intensities are changing appropriately.

Manufacturer narrative:
Concomitant medical products: product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2022 product type lead product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 27-sep-2025, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(4), ubd: 03-feb-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had low impedance or short. Electrode #1 do not use 40000, electrode #4 280, electrode #10 unknown, used as reference. Patient was having rapid ipg depletion, shocking, pain and discomfort. Issue ongoing. Cause was unknown.